Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited an unresponsive sleep/wake screen button, with the display intermittently waking only when placed on a charger; the device otherwise remained functional, and the user¿s blood glucose was not affected. Symptoms included no injury and no adverse physiological effects. Outcomes included replacement of the pump, continued cgm use, education on shutdown and data sync, and instructions for return of the affected device. Investigation included customer interview, basic troubleshooting, and logistics for device replacement. Investigation of this device was confirmed and revealed a suspected user interface hardware malfunction of the power/sleep-wake control and possible display wake behavior inconsistent with design, with no associated alerts or alarms and no impact to therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the sleep/wake button assembly or related circuitry, with root cause undetermined pending physical analysis.